Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that cadd medication cassettes were under infusing with multiple patients and pumps. It was reported there would be anywhere between 25-115 ml of waste left in the cassette, although the pump would think that 250 ml had been given. Per reporter multiple testing was run by the biomedical engineer and noted that there was significant difference in the amount delivered when using the cadd extension set with the check valve and filter, reportedly this was not an issue when used with different tubing. It was also reported the engineer noted the cadd solis pumps did pass volumetric testing when conducted in accordance with the manufacturer? Instructions, which is without tubing that has the check valve and air filter.